Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro, the scope wash tubing on the cannula broke in half and fell into the pt. The piece was retrieved from the pt through the original incision. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.